Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a cystocele repair procedure done on (B)(6) 2016. According to the complainant, during the procedure, the needle detached from the suture when used with the capio suture capturing device. The needle was not retrieved from inside the patient. The procedure was completed using another capio slim device. There were no patient complications reported as a result of this event.